Event description:
Medtronic neurosurgery rec'd a report that the user facility had an issue with a snap shunt becoming un-snapped in an infant.

Manufacturer narrative:
(B)(4). The ventricular catheter passed the patency check. However, the snap base had nicks and displaced plastic material on the rim. There were scratches and nicks on the side wall of the snap base. It is unk how or when these damages occurred. It was reported that the physician typically uses occipital placement of the shunt. The instructions for use that accompany the product warn that "snap shunt-type products may disconnect at the plastic snap junction if they are: damaged prior to connection; connected, disconnected and reconnected; or not completely connected during implant. Occipital placement has been associated with a low rate (<0.3%) of shunt component disconnections. The surgeon should evaluate this potential risk in determining the appropriate implant placement location. Disconnection at the plastic snap junction may result in over or underdrainage, and will necessitate surgical revision to replace the plastic snap components."